Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display on the central nurse's station (cns) was going off and on. The display later turned off and was showing a dvi message. Ts had the customer check the cable connections, which were not secure. Once the cable connections were tightened, the display was working as it should. No patient harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: during troubleshooting, it was identified that the cable for the display was loose. After the cable connection was secured, the issue was resolved. Based on the available information, the most probable cause of the issue is user error. A user may have accidentally loosened the cable, or the cable may not have been securely connected during set-up. There was no malfunction of the cns device.

Event description:
The biomedical engineer (bme) reported that the display on the central nurse's station (cns) was going off and on. The display later turned off and was showing a dvi message.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had a central nurse's station (cns) that was going off and on. The display later turned off and was showing a dvi message. Ts had the customer check the cable connections and they were not secure. Once the cable connections were tightened, they were able to get the display to work fine. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that they had a central nurse's station (cns) that was going off and on. The display later turned off and was showing a dvi message. Ts had the customer check the cable connections and they were not secure. Once the cable connections were tightened, they were able to get the display to work fine. No patient harm reported.